Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer¿s blood glucose level of 600 mg/dl, at the time of incidence. Customer¿s another blood glucose level was 54 mg/dl and 259 mg/dl at the time of morning incidence on same day. Customer had been using insulin pump system within 48 hours of reported high blood glucose event and low blood glucose events. Customer reported they did not allege insulin pump was under delivering and over delivering. Customer was treated with manual injection. Customer experienced nausea, vomiting and abdominal pain like symptoms for high blood glucose, level. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.